Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection showed that no visible damage or abnormalities were found. The mechanical test was performed, and the needle did not retract when the physical retract button was pressed. Also, a printed circuit board (pcb) test was performed, and it failed. The pcb board was analyzed but no visible damage was found; however, the retract button located on the pcb board was pressed and did not work. The retract needle function on the screen was pressed and the needle was retracted, therefore, the pcb board not working well, thus, confirming the reported event. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of needle- failure to retract during procedure/manual retraction is defined in the risk documentation. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a water vapor therapy procedure for benign prostatic hyperplasia, after the first priming is completed, the needle could not be retrieved and non-recoverable was needed. The procedure was completed with another delivery device without patient complications.

Event description:
It was reported that during preparation for a water vapor therapy procedure for benign prostatic hyperplasia, after the first priming is completed, the needle could not be retrieved and non-recoverable was needed. The procedure was completed with another delivery device without patient complications.